Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately a month post implant, the patient experienced a implantable cardioverter defibrillator (ICD) pocket infection. Antibiotics were necessary. Several weeks later the patient presented with a boil around the incision site. The incision had not healed well and green pus was extracted from the pocket. It was further reported that right ventricular (rv) lead had high thresholds. The patient was admitted and the entire ICD system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.